Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was seen in clinic on (B)(6) 2025 with symptomatic low flow alarms concerning for outflow complications. Log files were submitted for review and captured multiple pulsatility index (pi) events on 09apr2025. No low flow alarms were noted in the log files. Outflow graft obstruction was not confirmed. The cause of the low flows was the pump speed being too high. The low flows resolved with a speed decrease. There were no patient symptoms and close outpatient follow-up was planned for repeat interrogation and echocardiogram.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was suspected outflow graft twist vs extrinsic outflow graft obstruction (eogo). The low flow alarms resolved with a pump speed increase. The log files were reviewed and captured 123 pi events on 01may2025. There were no other unusual events recorded in the log file event history. The device was operating as intended. The low flows initially resolved with a speed increase but recurred and required a speed decrease. There were further events post decrease attributed to hypotension and have resolved with decreased doses of afterload reduction medications. The patient had symptoms of dizziness. The outflow graft obstruction and outflow graft twist was not confirmed but highly suspected based on the inability to decompress the left ventricle or close the atrial valve with significant increases initially. It was unknown if the outflow graft obstruction/twist resolved.

Event description:
It was reported that the patient was admitted with volume overload and worsening renal dysfunction. The log files were reviewed and had no unusual events. The device was operating as intended. Ventricular assist device (vad) speed was increased to 6000 rpm at the end of march while admitted for acute heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The reported outflow graft obstruction could not be confirmed through this evaluation. Additionally, analysis of the submitted log files could not confirm the reported low flow alarms. Although a specific cause for these events could not conclusively be determined, the account reported they were due speed decreases and hypotension. The controller event log files collectively contained events from 19mar2025 through 25mar2025, 09apr2025, and 10may2025. A majority of the files contained pulsatility index (pi) events, which would have overwritten older events, per design. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿ lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 of the IFU also states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.